Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient charges at night to 100% and by morning ins is at 50%. Patient reported they can't wear watches with round batteries because they stop on them. Patient reported having back pain and leg pain now.